Event description:
Add'l info rec'd from MFR 1/18/01: the blunt plastic cannula is not approved for practice when trying to access a site that is not pre-pierced. The reasons are that the blunt plastic cannula centerpoint does not have a cutting point and therefore is not designed to be pushed through a solid rubber IV port (septum). The bpc approved practice is for use in such access sites as baxter injection site or abbott lifeshield septum. Mfg will be advised of this report.

Event description:
When attempting to push syringe tip into heplock of needless system, tip of syringe bends but will not penetrate needless system. This only happens with these hard tipped clear tips, not the others. This has happened to reporter before with this type of cannula.